Event description:
Additional information was received from the healthcare provider. The pump was replaced due to an unknown pump dysfunction. The cause of the muscle spasms and loss of consciousness was unknown, but assumed to be the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving compounded baclofen 2 ,000 mcg/ml at 377.2 mcg and sufentanyl 155 mcg/ml at 29.24 via an implantable infusion pump. The indication for use (IFU) was listed as other spasticity. The patient's medical history includes multiple sclerosis. The other medications the patient was taking at the time of event included hyclate, furosemide, and gabapentin. It was reported that the patient experienced muscle spasms and unconsciousness. The patient contacted their healthcare professional and was scheduled for a consult on (B)(6) 2016. No interventions/actions were taken at the time of report. The physician planned to see the patient on (B)(6) 2016 and possible replace the pump and/or catheter. The event date was reported as (B)(6) 2016. Additional information received from a company representative. A pump replacement surgery was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.